Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified red particles in the shell, broken shell and others, underweight and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified broken striated on the anterior. Based on the device analysis the final assessment is: a striated broken due to surgical damage consistent in the use of some surgical tool. The reason for reoperation was reported to be due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.